Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Ad hoc report from ripo italy reports the usage of 2391 cases of the bipolar cup implanted in with cocr femoral heads in hemiarthroplasty. There were 45 revisions for the following reasons: septic loosening: 2.

Manufacturer narrative:
This report is being voided because it relates to cumulative ripo data. Upon review, the information was found to have already been recorded in prior years.